Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that the health care provider (hcp) had an issue before where the tined lead was bent and wouldn¿t fit in the implantable neurostimulator (ins). The hcp was able to straighten it out and implant the patient. No patient or product information, troubleshooting, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.